Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1027 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient had fluctuations in their symptoms; the patient was experiencing too much tone and was then too loose. The date of the event was unknown. A side port access showed good cerebrospinal fluid (csf) flow. Actions taken to resolve the issue included surgical replacement of the pump. The pump was explanted and replaced on (B)(6) 2016. The issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Environmental/external/patient factors that may have led or contributed to the issue was noted as being unknown. The type of baclofen administered via the pump and other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The pump was returned to the manufacturer for analysis. It was noted that the patient was requesting the pump be returned to them.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified no anomaly. Although a motor stall recovery was seen in the logs on (B)(6) 2016 at 18:19, the pump passed all non-destructive testing, as well as no issues being found during the destructive analysis. Pump was received running simple continuous infusion mode. Infusion history indicates past flex dosing mode had been used. No catheter was returned. (B)(4).